Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device: moved into my pelvis/ left essure device in the pelv"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. D23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea in 2013. Previously administered products included for contraception: depo-provera and mirena; for pain: motrin; for an unreported indication: lo loestrin fe. Concurrent conditions included overweight, multiple allergies and vitamin b12 deficiency. Concomitant products included dienogest + estradiol valerate (natazia) for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), fatigue ("fatigue"), back pain ("lower backaches / back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, fatigue and back pain outcome was unknown and the dysmenorrhoea, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: cervix was easily dilated and the hysteroscope was inserted and within the most distal part of the endometrial cavity, the misplaced essure device was noted. This was removed via hysteroscope with hysteroscopic graspers, and appeared to be complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Current weight was 160 lbs. On (B)(6) 2017, hysterosalpingogram (hsg) : the right side took but the left side did not take. Impression (as per mr): 1. Left essure device is not attached to the left fallopian tube, it is located in the pelvis towards the midline. There is opacification and spillage through the left fallopian tube into the pelvis in keeping with patent left fallopian tube. 2. Normal positioning of the right shoulder device with successful occlusion of the right fallopian tube. 3. Normal endometrial cavity. Most recent follow-up information incorporated above includes: on 25-jun-2018: reporter information was added. This case concerns 41 year old patient. Her concomitant medication was added. Plaintiff fact sheet following events: vaginal pain and abdominal pain were added. She was recovering from abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("migration of essure device- location of device: moved into my pelvis/ left essure device in the pelvis/endometrial cavity") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. D23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera and mirena; for pain: motrin; for an unreported indication: lo loestrin fe. Concurrent conditions included overweight, multiple allergies and vitamin b12 deficiency. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), fatigue ("fatigue"), back pain ("lower backaches / back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, fatigue and back pain outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: cervix was easily dilated and the hysteroscope was inserted and within the most distal part of the endometrial cavity, the misplaced essure device was noted. This was removed via hysteroscope with hysteroscopic graspers, and appeared to be complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Current weight was 160 lbs. On (B)(6) 2017, hysterosalpingogram (hsg) : the right side took but the left side did not take. Impression (as per mr): 1. Left essure device is not attached to the left fallopian tube, it is located in the pelvis towards the midline. There is opacification and spillage through the left fallopian tube into the pelvis in keeping with patent left fallopian tube. 2. Normal positioning of the right shoulder device with successful occlusion of the right fallopian tube. 3. Normal endometrial cavity. Most recent follow-up information incorporated above includes: on 2-apr-2018: reporters added and updated patient demographics. Historical drug, concomitant disease were added. Updated suspect drug inaction and lot number. Added events migration of essure device- location of device: moved into my pelvis/ left essure device in the pelvis/endometrial cavity, dysmenorrhea (cramping). Updated event, outcome and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device: moved into my pelvis/ left essure device in the pelv"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. D23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea in 2013. Previously administered products included for contraception: depo-provera and mirena; for pain: motrin; for an unreported indication: lo loestrin fe. Concurrent conditions included overweight, multiple allergies and vitamin b12 deficiency. Concomitant products included dienogest + estradiol valerate (natazia) for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), fatigue ("fatigue"), back pain ("lower backaches / back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, fatigue and back pain outcome was unknown and the dysmenorrhoea, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: cervix was easily dilated and the hysteroscope was inserted and within the most distal part of the endometrial cavity, the misplaced essure device was noted. This was removed via hysteroscope with hysteroscopic graspers, and appeared to be complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Current weight was 160 lbs. On (B)(6) 2017, hysterosalpingogram (hsg) : the right side took but the left side did not take. Impression (as per mr): 1. Left essure device is not attached to the left fallopian tube, it is located in the pelvis towards the midline. There is opacification and spillage through the left fallopian tube into the pelvis in keeping with patent left fallopian tube. 2. Normal positioning of the right shoulder device with successful occlusion of the right fallopian tube. 3. Normal endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), fatigue ("fatigue") and back pain ("lower backaches"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, fatigue and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.